Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient experienced high blood glucose (bg) levels (readings not specified) while wearing the pod. Upon removal, it was noticed that the needle had not retracted, indicating a failure of the needle mechanism. And the site was bleeding heavily. The patient had to seek medical attention. No other information was provided on this event.